Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The patient was hospitalized on (B)(6) 2012. The cause of peritonitis was unknown. Treatment was not reported. The patient was recovering from this peritonitis event. On (B)(6) 2013, the patient was re-admitted to the hospital for observation. The patient was experiencing vomiting and diarrhea but had not yet been diagnosed. The patient was recovering from this vomiting and diarrhea event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12i21094 and h12j21028. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.